Event description:
According to the article "bioprosthetic mitral valve endocarditis after percutaneous device closure of severe paravalvular leak." A large, mitral para-valvular leak in a(B)(6) patient was closed by percutaneous placement of two amplatzer muscular vsd occluders (muscvsd). One year later, the patient had a residual paravalvular leak and subsequently developed infective endocarditis. The infectious symptomatology was preceded by dental cleaning during which the patient appeared not to have received prophylactic antibiotics. Two- and three-dimensional echocardiographic images revealed a bio-prosthetic mitral valve with thickened leaflets and a mobile, lobulated 1.7 x 1.0cm mass on the valve leaflets. The mass protruded into the left atrium during systole and prolapsed through the valve orifice into the left ventricle, causing mild inflow obstruction. Two amplatzer devices were noted adjacent to the valve abutting the aorto-mitral curtain. Both the bioprosthetic valve and the amplatzer devices were found to contain vegetations. The patient¿s endocarditis was successfully treated by removal of both muscvsds (and a heart valve, manufacturer unknown) and implantation of a new valve. The patient¿s postoperative course was complicated by the delayed onset of cardiac tamponade while the patient was undergoing anticoagulation. He was taken to the operating room for mediastinal exploration and evacuation of the clot. Postoperatively, he had an uneventful hospital course, and the patient was discharged home. Three months later, the patient had no symptoms, and an echocardiogram showed a normally functioning mitral prosthesis with no paravalvular leak. The event date, implant date and explant date are unknown.

Manufacturer narrative:
No product was returned.  Review of the device history record was not possible since the lot number was unavailable. The cause of the reported event remains unknown.